Event description:
Related manufacturer reference number: 2017865-2024-38260. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise oversensing. The programming changes were performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.